Event description:
Information was received that during an emergency, the level 1 rapid infuser (h-1200) did not pressurize a unit of blood adequately enough to ensure it's rapid administration. The unit of blood had to be taken out of the pressurized chamber and manually squeezed to ensure it's administration. It was reported the patient was not affected.